Event description:
A report was received that alleges that the tracheostomy tube was causing the patient to become agitated, resulting in increased heart and respiratory rates; the patient was unable to get oxygen saturation above 90. Replacement was required. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.